Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged yoke teeth, damaged shrouds the analysis results found that the ats45 device was received with the clamping and firing mechanism damaged and with the handle shrouds slightly separated. No cartridge reload was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the device didn't fire properly on the first firing. The stapler locked out. A white reload was used. It is unknown whether any unusual sounds were heard. Case completed with another device and reload of the same product code. There were no patient consequences reported.